Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection/inflammation, pain, swelling, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient in the cheeks (ck1 +ck2 (0.6 dr, 0.6 g) and ck4 (0.4 dr, 0.4 g) with juvéderm voluma with lidocaine and in the lips with juvéderm volbella with lidocaine. Approximately 3.5 months later, the patient had pain, induration, and swelling at the injection sites. Four to five days later, the patient¿s health was assessed as normal and treatment with prednisone and biaxin were given. Healthcare professional possibly attributes symptoms to ¿inflammation/infection post injection tardive.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00802 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.